Event description:
It was reported that the sensica device had a persistent touch (phantom touch) on the screen. This was caused by the user applying cleaning products to the screen. Per follow up information received on 19feb2022, the user dried the screen, then rebooted the device and the patient case was continued. There was no impact to the patient and the device would not be returned for service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported issue was confirmed design related. The root cause of the reported issue is being investigated under CAPA. This was caused by the user applying cleaning products to the screen. The device did not meet specifications, and was influenced by the reported failure. The device was in use on a patient. The device history record review was not required as the complaint was addressed by existing CAPA. Labeling review was not required as the complaint was addressed by existing CAPA. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the sensica device had a persistent touch (phantom touch) on the screen. This was caused by the user applying cleaning products to the screen. Per follow up information received on 19feb2022, the user dried the screen, then rebooted the device and the patient case was continued. There was no impact to the patient and the device would not be returned for service.